Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9 h3, h6: the device lot number is unknown, therefore a mre review could not be performed. If more information become available, the record will be re-assessed. Visual inspection: the ria 2 bone harvesting kit l520 (part #: 03.404.000s, lot #: unk) was received at us customer quality (cq). Visual inspection of the complaint device showed the aspirator tube was cracked, deformed and bent. The distal aspiration tube fitting component was also found to be scratched. Functional test: a functional assessment was not performed with the complaint device due to the post manufacturing damage of the complaint device. Can the complaint be replicated with the returned device? No but the returned device was damaged device failure/defect identified? Yes dimensional inspection: no dimensional inspection was performed due to post-manufacturing damage. Document/specification review: as the lot number was unknown, the manufacturing revision drawing could not be reviewed therefore only current revisions of the drawings were reviewed. - ria 2 bone harvesting kit 520mm sterile - manifold, 520mm length, manifold assembly ria 2 - current revision - aspiration tube, long manifold ria 2 - current revision - distal aspiration tube fitting/manifold ria 2 - current revision no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the complaint device was received bent, deformed and cracked at multiple locations. However the embedded condition reported could not be confirmed as there no x-ray or other type of imaging of this condition reported. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary the product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the procedure was delayed for about thirty (30) minutes.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a procedure the ria ii drill broke. There were fragments generated and not all fragments were removed. The surgery was completed successfully. This report involves (1) ria 2 bone harvesting kit 520mm sterile. This is report 1 of 1 for (B)(4).